Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized between (B)(6) 2018 to beginning of (B)(6) for an infection. It was reported that the customer does not remember the exact time of the of the hospitalization. It was reported that the insulin pump may have under deliver the insulin. It was reported that the customer blood glucose level was unknown at the time of hospitalization. It was reported that the customer experienced a lot of itchiness and had an infection below the sensor and had to be taken to the hospital. The customer's daughter had cellulite and was put on a course of antibiotics. It was reported that the customer was using the insulin pump within 48 hours of reported high blood glucose event. It was reported that the customer had high blood glucose levels of 23 mmol/l. It was reported that the customer had infection on the thighs. It was reported that the customer was treated at the hospital with antibiotic. Troubleshooting was not completed during the call. Product is not expected to return.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.